Event description:
It was reported that the stent was fractured. An express ld balloon stent was selected for use to treat a 90% stenosed target lesion located in the subclavian artery. The patient underwent stent implantation surgery in 2016. A stent fracture was discovered during a subsequent physical examination conducted in 2025. There were no patient complications as a result of this event.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. The patient outcome is unknown at this time, but gfe has been asked to investigate further. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a stent fracture occurred, requiring additional intervention. An express? Ld balloon-expandable stent (8 mm x 27 mm) was selected for use to treat a 90% stenosed target lesion in the right subclavian artery. The patient underwent stent implantation on (B)(6) 2016. Post-deployment angiography demonstrated accurate stent positioning with improved luminal patency and no immediate complications. The patient remained stable throughout the procedure, and hemostasis was achieved at the puncture site. On (B)(6) 2016, the patient presented with dizziness and lightheadedness. Follow-up cerebral angiography revealed a fracture of the previously implanted express? Ld stent within the right subclavian artery, associated with approximately 80% in-stent restenosis. Under local anesthesia, repeat percutaneous transluminal angioplasty and placement of an additional balloon-expandable stent were performed to restore vessel patency. The procedure was completed successfully without intraoperative complications. Post-procedure management included dual antiplatelet therapy, hemodynamic monitoring, and supportive care. The patient remained hemodynamically stable with no adverse procedural outcomes following the second intervention.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. The patient outcome is unknown at this time, but gfe has been asked to investigate further. If additional details become available, a supplemental report will be submitted. B5: updated event description based on the medsafety requires to reflect the corrected 2016 timeline and remove the misleading 2025 reference. H6: removed hypertension as is part of the patient's medical history.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product-specific information. The patient outcome is unknown at this time, but gfe has been asked to investigate further. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the stent was fractured and additional intervention required. An express ld balloon stent was selected for use to treat a 90% stenosed target lesion located in the subclavian artery. The patient underwent stent implantation surgery in 2016. A stent fracture was discovered during a subsequent physical examination conducted in 2025. There were no patient complications as a result of this event. It was further reported that the patient underwent a percutaneous transluminal intracranial vascular stent implantation procedure. An express? Ld balloon-expandable stent 8 mm x27 mm was successfully implanted in the proximal right subclavian artery following balloon angioplasty. Post-deployment angiography demonstrated accurate positioning of the stent with improved luminal patency and no immediate complications. The patient remained stable throughout the procedure, and hemostasis was achieved at the puncture site. On (B)(6) 2016, the patient underwent follow-up cerebral angiography due to recurrent symptoms. Angiography revealed fracture of the previously implanted express ld stent within the right subclavian artery, accompanied by severe in-stent restenosis (~80%). Under local anesthesia, a repeat percutaneous transluminal angioplasty and placement of an additional balloon-expandable stent were performed to restore vessel patency. The procedure was completed successfully without intraoperative complications. Post-procedure management included dual antiplatelet therapy, hemodynamic monitoring, and supportive care. The patient remained hemodynamically stable, and no immediate adverse procedural outcomes were reported following the second intervention.